Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, repeated recoverable error 32097 occurred on universal surgical manipulator (usm1) the customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before contacting the tse, the customer tried to recover the error, but the issue was not resolved. The tse found three occurrences of error 32097 in the logs pointing to the axes controller, motor (acm) in usm1. The tse advised the customer to perform a hard power cycle, but the customer was unable to follow due to an ongoing surgery. The tse elected to disable usm1 to continue the procedure with the remaining three usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with intuitive surgical, inc. (Isi) clinical sales representative (csr) and obtained the following additional information: no patient injuries were reported. The customer was able to complete the procedure with no issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to 32097 error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed, and the reported error was confirmed and replicated. System logs found 32097 and 31226 errors, indicating communication errors reported by the axes controller, motor (acm) and communication errors between the axes controller spar (acs) and axes controller, carriage (acc), confirming the fault occurred in the field. Upon visual inspection, it was noticed that the rolling loop assembly was misaligned which would be related to the reported event. The unit was installed on an in-house system where no errors related to the reported event occurred. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where the unit failed fiber test on the clock spring with a 31226. A golden clock spring fiber was installed, and the unit passed the required test verifying that the clock spring to be the source of the fault. The root cause is attributed to the clock spring and rolling loop assemblies in the usm. The issue can be resolved by replacing the usm.